Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the screen on the insulin pump was frozen. Customer stated that she changed the battery and the device keeps alarming battery out limit. Customer also reported that when she pressed the act button the numbers kept scrolling. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No frozen display, no battery out limit alarm or scrolling numbers noted. The insulin pump has minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked belt clip slot.